Event description:
The customer reported that the insulin pump alarmed no delivery followed by a motor error and compromised force sensor system. Troubleshooting was done. Customer's blood glucose was 143 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test and alarmed motor error during basic occlusion test due to protruded loose drive support disk. No a33 alarm, unexpected motor noise or audio beep anomaly noted during our testing. Unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. The motor was tested outside of the device and passed. The insulin pump passed the displacement test. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).